Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: clip mislocation. Time of malfunction: after vessel closure. Symptoms/ae: cold limb, occlusion, surgical patch. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after arteriotomy closure, a cold limb developed. Surgery found that the clip deployed in the posterior portion of the vessel wall. The starclose se clip was surgically removed and a vein graft patch was implanted to close the vessel. It was believed the clip mislocation was due to friable tissue caused by steroids taken for rheumatoid arthritis. No add'l info was provided.